Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital hemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder- type of disorder: autoimmune disorder") in a 27-year-old female patient who had essure (batch no. 678814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, genital bleeding, cramp in lower abdomen, dysmenorrhea, menorrhagia, depression and anxiety disorder. Concurrent conditions included polycystic ovaries since 2013, obesity, asthma since 2014, bipolar depression and fibromyalgia since 2013. Concomitant products included salbutamol (albuterol) since 2014 for asthma, alprazolam (xanax) for depression and bipolar depression, topiramate (topamax) for migraine, tramadol for pelvic pain, back pain and abdominal pain, metronidazole (flagyl) for vaginal discharge and vaginitis bacterial as well as alprazolam since 2014, duloxetine hydrochloride (cymbalta) since 2014 and omeprazole since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain/ back pain"), fatigue ("chronic fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), abdominal pain ("abdominal pain") and bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular menses") and obesity ("weight gain / loss (specify which one) obesity"). On an unknown date, 1 month 1 day after insertion of essure, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), fungal infection ("chronic yeast infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("endometriosis"), uterine pain ("uterine pain") and psychological trauma ("psychological injuries"). The patient was treated with cilest (ortho tri-cyclen), ibuprofen, solpadeine (tylenol 1), surgery (robotic assisted hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, migraine, headache, fungal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, weight decreased, vaginal hemorrhage, menstruation irregular, bacterial vulvovaginitis, uterine pain and psychological trauma was resolving and the genital haemorrhage, female sexual dysfunction, endometriosis, hormone level abnormal, urinary tract infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, genital hemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, obesity, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection, uterine pain, vaginal hemorrhage, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2014, she underwent a hysterectomy with bilateral salpingo oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Plaintiff claim that essure was not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received, lot number added, demographic condition added, date of insertion and removal updated, events added: abnormal bleeding (vaginal), irregular menses, autoimmune disorder, vaginitis bacterial, obesity, uterine pain, psychological trauma, event onset date added, treatment drugs added, concomitant diseases added, concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder- type of disorder: autoimmune disorder") in a 27-year-old female patient who had essure (batch no. 678814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, genital bleeding, cramp in lower abdomen, dysmenorrhea, menorrhagia, depression and anxiety disorder. Concurrent conditions included polycystic ovaries since 2013, obesity, asthma since 2014, bipolar depression and fibromyalgia since 2013. Concomitant products included salbutamol (albuterol) since 2014 for asthma, alprazolam (xanax) for depression and bipolar depression, topiramate (topamax) for migraine, tramadol for pelvic pain, back pain and abdominal pain, metronidazole (flagyl) for vaginal discharge and vaginitis bacterial as well as alprazolam since 2014, duloxetine hydrochloride (cymbalta) since 2014 and omeprazole since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain/ back pain"), fatigue ("chronic fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), abdominal pain ("abdominal pain") and bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, menstruation irregular ("irregular menses") and obesity ("weight gain / loss (specify which one) obesity"). On an unknown date, 1 month 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), fungal infection ("chronic yeast infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("endometriosis"), uterine pain ("uterine pain") and psychological trauma ("psychological injuries"). The patient was treated with cilest (ortho tri-cyclen), ibuprofen, solpadeine (tylenol 1), surgery (robotic assisted hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, migraine, headache, fungal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, menstruation irregular, bacterial vulvovaginitis, uterine pain and psychological trauma was resolving and the genital haemorrhage, female sexual dysfunction, endometriosis, hormone level abnormal, urinary tract infection, nausea, abdominal pain and obesity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, obesity, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent a hysterectomy with bilateral salpingo oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Plaintiff claim that essure was not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, genital bleeding, cramp in lower abdomen, dysmenorrhea, menorrhagia, depression and anxiety disorder. Concurrent conditions included anxiety, depression, migraine and polycystic ovaries. Concomitant products included alprazolam (xanax), alprazolam since 2014, cilest (ortho tri-cyclen) since 2013, duloxetine hydrochloride (cymbalta) since 2014, omeprazole since 2014 and salbutamol (albuterol) since 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain/ back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), fungal infection ("chronic yeast infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, migraine, headache, fungal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased was resolving and the genital haemorrhage, female sexual dysfunction, endometriosis, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent a hysterectomy with bilateral salpingo oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopiari tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added case become medically confirmed and patient demographic updated. Historical condition, concomitant disease, laboratory test date, concomitant drug were added. Updated suspect drug indication. On (B)(6) 2012, she implanted essure implanted (previously reported as mar-2012). Added events abnormal bleeding (general), apareunia (inability to have sexual intercourse), hormonal changes, endometriosis, infection (bladder/vaginal/urinary tract infection), nausea, vaginal discharge. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2014).updated events and onset dates. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysmenorrhoea ("abnormally severe menstrual pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo oophorectomy, during which her cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, migraine, headache, fungal infection, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent a hysterectomy with bilateral salpingo oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopiari tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.